Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the capture threshold increase was the result of a micro-dislodgement of the lead.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the left ventricular lead exhibited a rise in capture threshold resulting in loss of biventricular pacing. The lead was reprogrammed and the issue was resolved. The patient will continue with routine follow-ups.